Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high rate episodes and t wave over-sensing. Additional information was requested and it was learned the patient received inappropriate shocks due to t wave over-sensing. Re-programming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.